Event description:
It was reported, that the device changed ventilation from bipap to CPAP. The patient became toxic. It was reported, that some days later the patient died. This was not associated with the reported event.